Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a tka had been performed on (B)(6) 2017, the patient experienced anterior knee pain. On (B)(6) 2019, a patella resurfacing was performed using a genesis ii biconvex pat 29mm but the pain persisted. The surgeon noted that the patella implant was not in an optimal position (superior and medial), and that was causing the pain. This adverse event was solved by a patella revision on (B)(6) 2021; the patella was easily removed, the surgeon defined the margins of the patella and implanted a gen ii resurfacing patella 38mm. Current health status of patient is unknown.